Manufacturer narrative:
Device analysis. The delivery device was disposed and the stent remained in the pt. A review of the manufacturing documentation for the particular top assembly batch of device that was used in this procedure is not possible as the batch number is unk. The most probable root cause classification is anticipated procedural complication.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the calcified and 90% stenotic proximal left anterior descending (lad). The lesion was 15mm in length with a vessel diameter of 2.5mm. The physician implanted a 2.50x20mm taxus express2 drug eluting stent at the proximal lad, and then postdilated the stent with an unk type/size balloon. Intravascular ultrasound confirmed that the stent was well positioned and well apposed and there were no pt complications. Three days later, the pt complained of chest pain. Tests confirmed st elevation. Thrombosis was confirmed in the middle of the 2.50x20mm taxus stent. The physician inserted an intra aortic balloon pump (iabp), and then aspirated the thrombosis. Plain old balloon angioplasty was performed with a non-bsc 2.75x10mm balloon at the proximal lad and blood flow improved. The iabp was removed the next day. Two days later, the pt condition was reported as recovered. The pt's medications included diovan, omepral, lochol, artist, stomach medicine, aspirin, and plavix. The relationship between the taxus stent and the thrombosis event is unk.